Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use. The blood glose level of the patient was 340 mg/dl. The issue occurred with one infusion set used for 8 hours. No further information available.